Event description:
Customer reported: : client presented for moderna immunization at immunization clinic. Indicated dose was 0.25ml. Syringe prepared with no issues. When needle was injected in client, immunizer pushed plunger and felt more resistance than usual. Immunizer could have pushed harder on plunger to administer full dose but felt it was unsafe to force it as immunizer did not know what was causing the resistance. Needle withdrawn and only partial dose of 0.1ml administered. Immunizer unsure if resistance was due to syringe/needle malfunction or needle placement where anatomy around deltoid somehow plugged the needle. Immunizer did not feel like bone was hit.